Event description:
During the evaluation of a colleague infusion pump (uim software version 6.13.90 / colleague 2006) an intermittent pump head module (phm) keypad was discovered. No pt injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
This devices in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.